Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a severely calcified and moderately tortuous mid left anterior descending artery. The vessel was predilated with a 2.0x15mm maverick balloon. The physician attempted to advance a taxus liberte 2.50x20mm drug eluting stent but was unable to cross the lesion. The stent was pulled back into the catheter and upon removal from the pt the physician noticed that a strut was lifted. The procedure was completed with a 2.5x15mm promus drug eluting stent. No pt injuries or complications occurred. Pt's status is satisfactory.